Event description:
It was reported that a impella 5.5 procedure was aborted due to not being able to pass through vasculature. Decision was made to place the impella cp.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction g4. The investigation of the reported failure mode has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult patient anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.